Event description:
The physician used the crossover technique, the smart stent did not get through the sheath (super arrow-flex 6f). When physician tried to retrieve the stent delivery system (sds), the tip was removed from the sds. The tip was retrieved as it was in the csi. There were no defects to the packaging or product noticed per or post use.

Manufacturer narrative:
The product has been received for evaluation. However, the engineering analysis is not yet complete. Additional information will be submitted within 30 days of receipt.